Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt came to clinic today for his 90 day checkup. Upon interrogation, an alert message for eol had been delivered, but the reported battery voltage was 2.99v with a current drain of 11ua. Eol message was cleared via download through etp. Device was programmed accordingly and remains implanted.